Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection, functional testing, and alarm log review were performed. During the visual inspection power supply damage was identified. The cause was not determined. To correct the condition, the power supply was replaced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to event. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have its power supply damaged. No additional information is available.